Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis evaluation found no device deficiencies that would have contributed to the reported complaint. Investigation was unable to duplicate slippage of the unit, and when the unit is properly positioned and put under pressure, it did not move. Unrelated to the complaint issue, the transitional teeth had signs of wear, and the shock cushion had been flattened and was starting to protrude and interfere with the movement of the cam rod. This is consistent with routine use and wear. Conclusion: the complaint is not confirmed. The probable root cause of the reported complaint is improper or suboptimal placement of the mayfield system on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports linked to mfg report numbers 3004608878-2024-00145 and 3004608878-2024-00144: a facility reported that the mayfield ultra base unit (a2101) slipped and scratched the patient's skull. Delay in surgery is unknown. Additional information has been requested.